Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low sensor scan result and experienced chest pains. An ambulance was called and customer was transported to the hospital where a laboratory blood glucose result of "over 500 mg/dl" was obtained. The customer was administered intravenous fluids and additional unspecified treatment for a diagnosis of hyperglycemia and was kept for observation for three (3) days. There was no report of death or permanent injury associated with this event.